Event description:
The device was used during an appendectomy procedure. Reportedly, the staples did not form properly and bleeding occurred. The surgeon used endo loops to reinforce the staple line and complete the procedure. The hospital has reported no patient injury occurred.